Manufacturer narrative:
The field service engineer (fse) found buildup on the tip of a sample probe and replaced it. Precision testing and instrument checks passed within specification. Calibration was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatinine plus ver.2 (crep2) on a cobas pro c 503 analytical unit. Patient 1 initial crep2 result was 4.67 mg/dl. Patient 2 initial crep2 result was 4.11 mg/dl. The initial results were reported outside of the laboratory where they were questioned by the doctor. The patients were tested on an unspecified point of care (poc) instrument and the results were lower. The specific results for patient 1 were not provided. The creatinine result for patient 2 was 0.36 mg/dl. Based on the lower results from the poc instrument the samples were repeated on the c503 unit. Patient 1 repeat result was 0.83 mg/dl. Patient 2 repeat result was 0.865 mgdl. The crep2 reagent lot number was 61895101 with an expiration date of 30-nov-2022.